Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels that led him to lose consciousness. The customer's blood glucose reading at the time of admission was unknown, but at the time of the call it was 522 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The customer reported having bent cannulas, and stated that he may have scar tissue due to only inserting in one area. The customer was advised to get checked for scar tissue and to discuss different insertion sites with his doctor. Nothing further was reported.